Manufacturer narrative:
On 17-nov-2021, the product investigation was completed. It was reported that a 47-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with thermocool® smart touch¿ bi-directional navigation catheter and a lasso® nav eco variable catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Standard atrial fibrillation procedure with femoral venous access and transeptal puncture. After puncture the ablation catheter and the mapping catheter are risen into the left atrium. After a few minutes of mapping with lasso catheter, with difficulties to understand anatomy of the mapped chamber, blood pressure dropped abnormally. Echography confirmed a pericardial effusion confirming the tamponade. This led to a pericardial drain procedure. After draining the blood in the pericardium and thanks to anticoagulants antagonists drugs (protamine), the effusion stopped and the patient could get stabilized and safe. The procedure was not successfully completed. Tamponade appeared before any ablation was performed. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed on the lasso nav variable eco. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Carto 3 tests were performed, in accordance with bwi procedures. The carto 3 system displayed error 118 related to the eeprom being corrupted making it impossible to read the magnetic sensor and display the catheter. Deflection & contraction testing was performed, in accordance with bwi procedures. The deflection mechanism pass the test, the curve met the specification. And the contraction mechanism was within specifications. The shape looks in good normal conditions a manufacturing record evaluation was performed for the finished device 30516172l number, and no internal actions related to the reported complaint condition were identified. The instructions for use contain the following precautions; careful manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement and placement should be done under fluoroscopic guidance through a guiding sheath. Do not use excessive force to advance or withdraw the catheter through the guiding sheath, when resistance is encountered. The root cause of the adverse event remains unknown. The physician¿s opinion on the cause of this adverse event: procedure - due to mistake at the transseptal puncture. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with thermocool® smart touch¿ bi-directional navigation catheter and a lasso® nav eco variable catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Standard atrial fibrillation procedure with femoral venous access and transeptal puncture. After puncture the ablation catheter and the mapping catheter are risen into the left atrium. After a few minutes of mapping with lasso catheter, with difficulties to understand anatomy of the mapped chamber, blood pressure dropped abnormally. Echography confirmed a pericardial effusion confirming the tamponade. This led to a pericardial drain procedure. After draining the blood in the pericardium and thanks to anticoagulants antagonists drugs (protamine), the effusion stopped and the patient could get stabilized and safe. The procedure was not successfully completed. Tamponade appeared before any ablation was performed. Based on the available information the lasso will be reported for ae and the thermocool smart touch will be concomitant. An attempt has been made to obtain clarification to this complaint. However, no further information has been made available. Since this event is life threatening and required surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure; is to be considered serious and MDR reportable.

Manufacturer narrative:
On 15-sep-2021, bwi received additional information regarding the event. This adverse event was discovered during use of biosense webster products.the physician¿s opinion on the cause of this adverse event: procedure - due to mistake at the transseptal puncture. Date of birth (B)(6) .1974. Stockert smartablate was used in the case. Transseptal puncture was done with a brk ¿ (B)(6) medical. Prior to noting the CT ablation was not performed. No evidence of steam pop. The event occurred: created during transseptal phase, noticed during mapping phase. Irrigated catheter was used in the event and the flow setting: setting for thermocool irrigation - 2ml/min when not ablating. The correct catheter settings were selected on the generator. No error messages observed on biosense webster equipment during the procedure. No ablation performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9-oct-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).